Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported right side "leaking from valve when compressed, plug in place, strap intact". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side "leaking from valve when compressed, plug in place, strap intact". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: observed an opening on anterior assessed as surgical damage and observed a delamination total of the valve (adhesive failure). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.